Event description:
The tip of the crochet hook snapped free during an arthroscopic bankart repair and could not be retrieved. The surgeon experienced a 15 minute delay in attempting to remove the broken piece. It was then confirmed that the broken piece was left in the pt. No pt injury was reported. The surgeon completed the procedure using an arthropierce and a cross-stitch.